Event description:
It was reported that due to avn of the femoral head the gamma nail was removed and revised to a right total hip.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.